Event description:
Electro muscular stimulator was being used on pt's back and neck. Intensity level was set on circuit one and two at level 6. This level was comfortable for the pt, then one circuit spontaneously increased to 34 startling the pt. Device was immediately disconnected.